Event description:
The pt had to hold her pump to prevent it from tilting or inverting. The pt's pump had also migrated from its original spot. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).